Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03076 head, 0001825034 - 2019 - 03077 stem.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date. Legal counsel reports patient underwent a revision procedure on an unknown date due to unknown reasons. Attempts were made to obtain additional information; however, none was available.